Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported positioning failure (leaflet capture) appears to be related to patient morphology/pathology. The reported tissue injury appears to be a cascading effect of the grasping attempts. The reported worsening mitral valve insufficiency/regurgitation is likely a cascading effect of the tissue injury. Tissue injury and mr are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be implanted. While capturing the leaflets, both the anterior and posterior leaflets kept slipping out of the clip. The procedure was discontinued; the flail was believed to have been worsened. The final mr worsened to grade 4+. There were no clinically significant delays reported.